Event description:
It was reported that subdermal use of the device following a liposuction procedure, a patient sustained a ischemic injury post liposuction followed by renuvion to the submental/neck area. The patient has been treated with aloe, antibiotic ointment and sterile dressing for the first few days. The patient continues to apply antibiotic ointment, she is healing and not in significant pain and there is an eschar formation in the center.